Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a 6 mm, 23" infusion set; there were no alarms or delivery stoppages, and the user performed a set change with guidance and confirmed results with a fingerstick, after which glucose began to decline. Symptoms included elevated blood glucose to 363 mg/dl over a couple of hours without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer support troubleshooting and education with follow-up verification that glucose levels were trending down. Investigation of this case revealed no identifiable device malfunction, no infusion set leakage, and no alerts, so the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.